Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device would not power on and only displayed a green led on the on button. The device could not be used during the event. The patient did not survive the event. No additional information has been provided by the customer regarding the patient event.

Manufacturer narrative:
(B)(6). Supplemental information: physio-control has performed an initial evaluation of the device and has been unable to duplicate the reported power failure. A clinical review of the reported event has determined that the device use may have contributed to the death of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was further evaluation in the failure analysis center and proper operation was confirmed during functional and performance testing. Physio-control evaluated the external modem which the customer had connected to the device during the event, and observed via x-ray that the internal wires of the modem connect cable was observed to be broken very near where the cable enters the modem case. During testing when the modem was connected to a device, the reported issue was intermittently duplicated. The device would intermittently not turn on and only the two green led¿s at the top of the main keypad (¿ac power¿ and ¿batt chg¿) would remain illuminated. At times the device would turn on properly, however when the modem was moved slightly, the device would shut off. It was also observed that, intermittently, the device would fail to turn on when the on/off button was pressed.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.